Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported fault relating to "the device does not display any signs of life" was observed during evaluation, however, the cause of the fault could not be determined. The battery interconnect was replaced and scrapped to reduce the probability of reoccurrence. The device was recertified and returned to the customer. No emerging trend based on similar reports

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.